Manufacturer narrative:
One photograph was received for evaluation which confirms the complaint of fluid inside the female adapter and air filter assembly. The complaint of leakage cannot be confirmed as no leakage from the air filter can be observed. No damages can be observed on the slide clamp, it is unknown when the slide clamp was actuated. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 5455899 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Photographs are available for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum set in which the customer reported that when administering chemotherapy drugs to the patient, the vent hole leaked around 20cc of drugs. The reporter stated that at 10:17 am the patient started connecting the chemotherapy drugs for use, at 7:50 pm the sixth dose of chemotherapy drugs was connected, at 8:57 pm a family member said there was a problem with the drip, and the vent hold was found to be leaking drugs. There was patient involvement, however, no harm was reported as a consequence of this event.